Event description:
As stated by customer (B)(6) 2010: the patient says that the carer did many frantic efforts to move the carendo. Probably there was an obstruction. Report from the carer: (B)(6), during transfer to the stair, the carendo clashed to the stairs so the castor broke down. I find it terrible of course and according to mrs. (B)(6), I used brute force. I am very sorry, but don't feel it is my fault (at least not consciously). An arjohuntleigh investigator has examined the device and found; general condition of device: poorly maintained. Function test: all functions conform product specifications. Give full details of findings: much scale present on and round the seat bearings. Singing sound present during high/low movement. Any worn parts: lower and top seat bearings (8546904-031 and 8546903-031) heavily corroded. (B)(4).

Manufacturer narrative:
Reporting according to exemption # (B)(4). Incidents involving medical devices manufactured by arjo hospital (B)(4) will be reported by us, the legal manufacturer, arjo hospital (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.